Event description:
It was reported that while replacing a tracheostomy tube (trach), via a blind placement, on small child in a turtle shell body cast, the operator inadvertently inserted the obturator and placed the trach upside down (in a flipped position). This resulted in the child experiencing respiratory distress, likely from the distal curvature of the trach. The operator subsequently removed the trach tube and reinserted it correctly. No patient injury or further complications were reported in relation to this event.